Manufacturer narrative:
This MDR is being filed based on retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was not yet returned for eval. Review of the lot history record revealed no anomalies.

Event description:
It was reported during the second case of the day, (an lv lead reposition) one third of the way through the case to dissect the tissue and expose and free the leads, there was a reduction in power. Increasing the cut setting did not work, but turning the generator on and off again restored the power. There were no error codes, it caused a slight delay in the procedure but no other reported effects on the pt. It occurred a second time later on in the procedure; again no error codes. There was again a slight delay in the procedure and turning the generator off and on again solved the problem.